Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indications for use were fbss leg/back and spinal pain. It was reported that the patient started having pain and numbness between their hip bones and their leg would go numb which started happening about 3 months ago. The patient said the stimulation used to go down to their lower spine but now it doesn't. The patient reported having a fall. The patient said they had already tried all available groups. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from patient who reported it was determined the implantable neurostimulator (ins) was still in place as it was thought this could be a reason for the patient unable to feel stimulation in their lower spine. They state the stimulator and groups were reset with the stimulation being the same in all groups. They state the issue has not been resolved and they are still having pain at the ins site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.